Event description:
A site representative reported that, while in a cranial procedure, the 'localizer not connected' message displayed during navigation, the software became unresponsive, the mouse would not move. This occurred approximately one hour after they patient was successfully registered. They were not actively navigating any instrumentation at the time; previously had been navigating without issue. After a hard re-boot of the system, they proceeded back to navigate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
The site has not had anymore issues with the device since this originally occurred. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.